Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device would not power on due to a brocken ac inlet connector. The device was returned unrepaired as per the customer.